Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf3434c200tu, serial/lot #: (B)(4), ubd: 25-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was intended to be implanted in a patient for the endovascular treatment of a ruptured 77 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, the physician attempted to use a vamf3434c200tu. However, when the device was opened a separation was noted between the graft cover and the tip of the device. The physician attempted to close the separation and use the device, but was unable to insert the device into the patient's femoral artery. It was reported that the physician could see where the graft cover was catching due to the separation. A second vamf3434c200tu device was then opened, but the same separation issue was noted and the device could not be tracked into the patient's femoral artery. A valiant navion device (vnmf3737c229tu) was then inserted and implanted without any issue. When the navion delivery system was removed, the patient's blood pressure dropped and an angiogram showed that the right external iliac was ruptured. The injured area was treated with a 8 mm non-medtronic stent. It was reported that the physician stated that the rupture of the external iliac occurred when trying to insert the valiant captivia devices. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Fdc coded at investigation completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a gap of 1.5mm was observed between the taper tip and the graft cover tip. There was no gap evident between the front grip and external slider. The distal end of the taper tip was deformed and damaged indicating it may have been stubbed during advancement. The graft cover tip was damaged with material frayed and partial raised. Longitudinal scratches were visible on the surface of the graft cover indicating possible abrasion on calcified plaque during advancement. There was no further damage evident to the device. Analysis of the device indicated position difficulties related to the vessel morphology. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.